Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a tf tavr case, before positioning the commander delivery system with the valve in the native annulus, a bent strut was noticed on the frame of the sapien 3 ultra valve. The team decided not to proceed with the implantation because of the risk of aortic/annulus dissection or rupture. All devices were removed without trouble as a single unit. It was then noticed that the esheath introducer had been damaged during use. A second 23mm sapien 3 ultra valve was prepared and successfully implanted.

Manufacturer narrative:
Added h.6 codes. The valve was not returned for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint events. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided and one bent strut was observed at the inflow within the patient. Additionally, one bent strut was observed at the inflow post device removal from the patient. The esheath liner appeared to be torn. The instructions for use (IFU), device preparation training manual, and procedural training manual were reviewed. During delivery system insertion through sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. Although the event was confirmed, a complaint history review is not required as the issue has been previously identified in a product risk assessment (pra), which captures root cause analysis for the issue. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. However, per management discretion, a pra has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. The risk management worksheet documents the potential for difficulty to introduce delivery system and advance through sheath, resulting in procedural delay, which did occur during this event. A corrective action preventative action (CAPA) has been initiated to capture further investigation and corrective/preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. The device was manufactured before the CAPA implementation (01/20/2021) and the CAPA is currently on control phase. The frame damage was confirmed based on the provided imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'before positioning the commander delivery system with the valve in the native valve, a bent strut was noticed on the frame of the sapien 3 ultra valve'. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. In this case, the valve strut likely caught within sheath during delivery system advancement. In such condition, attempt to further advance the delivery system through the sheath can tear the sheath liner and resulted in the bent strut. This procedural condition, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.